Manufacturer narrative:
(B)(4).

Event description:
Patient had bravo placed on (B)(6), shortly after developed chest pain and fever. CT scan showed no abnormalities (no perforation, no air in the mediastinum, etc.). The patient was placed on antibiotics and fever improved, however chest pain continues. (B)(6) is considering removing the bravo capsule given ongoing pain.

Manufacturer narrative:
(B)(4).